Event description:
It was reported that a user on the second day of ilet pump use experienced a low blood glucose event to 64 mg/dl overnight after a dinner dose announced at first bite, and the user responded to the pump alarm and treated the low with approximately 5¿10 grams of carbohydrate from gummies followed by about 15 grams from a juice box, after which glucose returned to range; education on pump learning and best practices was provided. Symptoms included sweating and lethargy consistent with hypoglycemia. Outcomes included resolution with oral carbohydrate without the need for emergency care or hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia of unclear cause while the system was adapting to the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.